Event description:
Rn preparing to hang IV solution using a soluset noted some particulate matter floating in suspension in the fluid which had gone into the cylinder of the soluset. Hung a new soluset & fluid - same problem. Pharmacy confirmed the particles were not in the IV fluid prior toflowing into the soluset. Materials mgmt. Notified abbott & collected all 2-piece solusets worldwide. Abbott is evaluating the sets & will send us test results. We order 60 cases per month & rotate the start so units were received sometime after january 1, 1992device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.